Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water cylinder and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed white foreign material in the air/water cylinder and air/water tube of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.